Manufacturer narrative:
Product event summary #: it was reported that the pack material is fraying on both ends. The waist pack (lot no 1271126) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned waist pack revealed damaged seams on the controller pocket of the waist pack. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to deterioration and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site that the patient states the pack material is fraying on both ends. It was stated that the patient was concerned for potential issues with security of equipment being held. The waist bag is presently with the patient until their next clinic appointment. It was stated that there were no patient symptoms or complications associated with this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis (B)(4). The waist pack, lot # 1271126 was visually inspected for any anomalies. The reported event of torn seams on the patient¿s waist pack, was found. If information is provided in the future, a supplemental report will be issued.